Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report a no delivery alarm and high blood glucose levels. The customer's blood glucose reading was 600 mg/dl. The customer treated with the insulin pump. The customer stated that the alarm was resolved by a complete set change. The customer was advised to monitor the device and readings and call back if problems persisted. Nothing was replaced or returned for analysis.